Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection of the controller shows a warranty seal which is in its original condition; it is not broken and untouched. During functional evaluation the controller was powered-up. The display shows the default settings as intended; a flow90 werewolf coblation wand was connected to the controller and the device did not recognize the wand as reported; an error occurred after pressing a foot pedal pad; a flow50 werewolf coblation wand was connected to the controller and this device was successfully recognized by the controller unit; the flow50 test wand produced plasma as specified; the unit was opened and found no issues. The complaint was confirmed and the root cause was determined to be a component failure without any design or manufacturing issue. There are no indications to suggest that the device/product did not meet specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the werewolf controller was not recognizing the wands. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.